Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the case cutting could not be done smoothly and grasping the tissue was too weak. Another device was used to complete the case. Operative time was extended by more than thirty minutes.